Manufacturer narrative:
The investigation has been completed. Analysis: imclogs from rlfs show that cp pump (B)(6) was initially connected to (B)(6) at 1:35 on (B)(6) 2025. While going through case start, the user was asked to disconnect the pump and reconnect due to an optical sensor system error. The pump was reconnected and the pump was run until 3:18 when the pump was moved over to (B)(6). The rtlogs show for the first connection, the raw optical sensor is -3276.8 as snr is near 0 and placement signal is 3000 mmhg indicative of an air gap. After the pump was reconnected, the rt logs were as expected. The complaint was confirmed in the logs. Root cause: the cause of the optical signal failure was most likely an air gap between the aic and the pump as this was resolved by more securely connecting the pump. D10 concomitant medical products and therapy dates updated.

Event description:
The user facility reported an automated impella controller (aic) had an issue when the console was connected to the impella. An optical signal error with a controller error occurred. It is possible that the impella plug was not pressed all the way in. The plug was removed and reinserted and no issues after. Support was continued. No patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.